Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead dislodged during supraventricular tachycardia - svt ablation procedure. The patient was asymptomatic to lead dislodgement. The lead was explanted and replaced post ablation procedure. The patient was doing well and was discharged home without any complications. The patient would continue to be monitored.